Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported deployment difficulty could not be tested as the stent had already been deployed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported for this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the superficial femoral artery (sfa). Pre-dilatation was performed using an unspecified 6.0mm balloon dilatation catheter. The 5.5mmx120mmx120cm supera self-expanding stent system (sess) was successfully advanced to the target lesion. The deployment steps were followed per the instructions for use (IFU); however, the last few mm of the stent implant did not fully release. Reportedly, there was no issue with the handle or locks. The sheath was pulled back to fully deploy the stent implant in the target lesion, successfully completing the procedure. There was no reported stent elongation and no portion of the stent implant was deployed in healthy tissue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.